Manufacturer narrative:
There is no expiration date for this product. The table was received by the manufacturer on april 9, 2010 and evaluated by the quality engineer and senior repair technician on april 12, 2010. After removing the base cover on the table, they noticed a visible leak from the hydraulic hoses going to and coming from the floor lock foot cylinders. The nature of the leak lead the engineer to believe that the unit washer which serves as a seal for the connections to the floor lock foot cylinders was worn. This is not a single use product.

Event description:
The vertier surgical table at the account had a hydraulic fluid leak and the foot section was dropping. The issue was found during room preparation. There was no patient involvement nor adverse consequences.